Event description:
Patient called to report that their meter had segments missing. Patient had symptoms of high bg (did not specify what kind of symptoms they had). Patient gave self insulin 10u of humalog based on the meter reading of 700 mg/dl. Patient went to bed and woke up shaking, due too much insulin. Patient thinks their bg was actually 200 mg/dl and not 700 mg/dl. Lfs meter reads up to 600 mg/dl. If the bg test results is above 600 mg/dl, "hi" will appear on the meter display. Patient did not seek any medical attention. Ccr was unable to resolve the issue and sending patient a replacement meter. No further information has been reported.